Event description:
The technician alleged that the bed exit had no audible tone. No patient impact.

Manufacturer narrative:
The technician replaced the communication housing assembly to resolve the issue.